Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a longer than expected charge time. The clinician reported that the device had reached elective replacement indicator (eri) five months ago. Given the length of time after eri, the patient was considered unprotected. The device was explanted and replaced with a new guidant ICD. One year later, guidant received information that the patient was symptomatic with the new device.